Manufacturer narrative:
Image review: two static images and two media files were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A stedi extra support guidewire was used for the procedure. A pre-implant balloon aortic valvuloplasty was performed, during which fluoroscopic imaging demonstrated intermittent guidewire compression correlating with ventricular systolic contractions throughout balloon inflation. It was reported that one recapture was performed due to valve dislodgement during the implantation attempt. An angiogram performed prior to final release revealed adequate valve depth, though the guidewire appeared to have an abnormal appearance and a possible bend/kink of the guidewire was visible. Maintaining control of the guidewire throughout the procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. The guidewire was withdrawn from the patient, and the bend/kink was confirmed. Evidence suggests that the bend/kink in the stedi guidewire most likely contributed to the patient¿s death. As it is stated in the sedi¿ instructions for use (IFU): potential adverse events which may result from the use of the device include but are not limited to the following: left ventricular laceration / perforation; death. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that unusual force was not applied to the guidewire.

Manufacturer narrative:
Continuation of d10: product ID stedi-3 (lot: 10003153); product type: guidewire; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic bioprosthetic valve implant procedure, a pre-implant balloon dilation was performed, and the system was inserted using the inline sheath. During the first deployment attempt, the valve dislodged up into the ascending aorta and was fully recaptured. The valve was redeployed in an ideal position then fully released. Once the guidewire was removed from the apex, the patient went into tamponade. Angiographic imaging and an echocardiogram confirmed the left ventricle was perforated which was attributed to the guidewire. A tap and drainage were performed, but the patient died from the tamponade. A bend in the transition point was reported to be a contributing factor to the event.